Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. The patient had recharging problems that began in (B)(6) 2010. The patient had to press on her implantable neurostimulator (ins) with the recharge antenna up against the wall in order to charge, but could only maintain this for 1 to 1.5 hours at a time. The patient stopped recharging in (B)(6) 2010 or (B)(6) 2010. On (B)(6) 2011, it was reported that the patient last felt stimulation 6 to 12 months ago. An ins overdischarge was suspected, and multiple physician recharge modes could not establish telemetry. The ins could not be palpated, and the patient had a skin fold over the pocket. X-rays indicated that the ins was not flipped, but the patient did have a skin fold over the pocket that made recharging difficult. It was believed that the primary issue was implant depth, and the patient was trying to decide on a pocket revision.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed that the device was in an overdischarge condition when received and that telemetry was restored after one full physician mode recharge (pmr) procedure. Following the recharging of the device, it was observed that the battery drained rapidly due to the reduced capacity of the battery caused by the overdischarge condition. It was noted that the device was functioning properly and passed testing after restoring some to the battery capacity that was lost. It was reported that only one overdischarge event had occurred and that the battery had depleted to the ¿lock¿ mode on (B)(6) 2010. Two recharge sessions were performed on (B)(6) 2010 but the battery voltage did not increase above the level needed to bring the implantable neurostimulator out of the ¿lock mode. The coupling observed on the last 4 recharge sessions while the device was implanted showed 3 sessions with 0 coupling (5-7 minutes into the session) and one session with 6 coupling bars (5-7 minutes into the session). The device was not used after this time.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was implanted too deep and the power was too high. It was stated that the healthcare professional (hcp) and the patient wanted to upgrade to a newer model. It was later reported that the manufacturer representative was to meet with the patient tomorrow. It was reported 2 days later that the issue with the ins was that the patient could not recharge. It was stated that the surgeon said it was too deep. It was also stated that shortly after implant, a replacement was scheduled, but the patient¿s medical complications delayed the replacement for over a year. It was further stated that the manufacturer representative tried to help the patient recharge and ¿jump start¿ the ins after the overdischarge, but was unsuccessful. Also, due to the amplitude requirements, it was decided to go to a different ins. The patient was reportedly happy and did not need oral medications to supplement pain. It was noted that the patient received 5 to 8 coupling bars through a shirt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.